Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug and an unspecified antibiotic for the event. At the time of this report, the patient has recovered from the event. Initially, pd therapy was continued for a month, and was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date "around" (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.